Event description:
On (B)(6) 2013, the customer reported that this right atrial (ra) lead was surgically abandoned due to high threshold and was replaced with a new ra lead. The ra lead was no longer in service. No adverse patient effects were reported. The lead was actively implanted for approximately 4 years, 11 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.